Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range shock impedance measurements. The shock impedance measurement had gradually risen since implant. Most recently, the patient had received a shock for ventricular fibrillation which resulted in a 62 ohm impedance measurement. The local boston scientific field representative performed a save to disk for analysis. The disk was reviewed by boston scientific technical services (ts). The analysis indicated that there were no daily measurements that were out of range for the shock impedance. The only out of range measurement that was shown was the most recent commanded measurement which was labeled as saturated. Ts discussed that this meant the measurement was beyond measurement capability (>2500 ohms). Ts discussed causes for this clinical observation to be an open connection or noise/electromagnetic interference. The patient underwent a revision procedure where the device was explanted. An attempt to extract the rv lead was made but was unsuccessfully. The rv lead was capped. There were no adverse patient effects reported. The device has been returned for analysis.

Event description:
--

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.